Event description:
Add'l info received on 4/3/97 indicates the malleable device was removed prior to the implant on the ipp device. Details to the removal of the malleable device has not been provided.